Event description:
It was reported that a patient from india had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. Approximately a month and a half prior to experiencing the peritonitis, the patient began treatment with dianeal pd-2 ultrabag 1.5% therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. On an unreported date, the patient had break in aseptic technique (details not provided) and constipation which caused peritonitis. On an unreported date, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated by injection (inj) with vancomycin (1gm, per 5 days, and IV) and inj amikacin (1 gm, per day, and IV) for the peritonitis. Concomitant therapy was not reported. At the time of this report, the patient was recovering from the peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). On an unspecified date, the patient was retrained in proper aseptic procedures for peritoneal dialysis (pd) therapy. The reporter did not provide any further information.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the consumer reported a break in aseptic technique by patient. Since the lot number is unknown, no batch review will be performed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. A sample was not requested because the event involved use error and there was no allegation against the device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.